Event description:
An electrode belt was returned from a foreign distributor with a note attached indicating that this electrode belt had bent pins.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. It is unk if the belt was in use on a pt at the time the bent pins occurred.